Event description:
Per the clinic, open circuits were noted on eleven electrodes and there were plans to explant the device. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.